Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693565 lead 2012-(B)(6), 5076-52 lead 2012-(B)(6), (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lead had high impedance and high threshold and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.